Manufacturer narrative:
Date of event: exact date unknown, event occurred a few days ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was being treated for possible pocket infection following an ipg upgrade procedure. Symptoms of redness and heat at the site were noted. The infection was not device or procedure related and the cause was unknown. The patient was prescribed antibiotics as a precaution. The physician checked the incision and the pocket site looked good.